Manufacturer narrative:
The complaint sample was returned for evaluation. It was returned in three pieces. The shaft was broken approximately 200mm from the hub. The balloon was still intact at both ends and no damage was evident to the balloon. The lot history record was also reviewed for the product, the lot met all release criteria. A definitive root cause could not be determined. However, it is possible that the user did not follow IFU instructions regarding the use of a long sheath. The IFU states: when the sleek catheter is in it's most distal position on the guidewire a guide catheter/sheath which is long enough to cover the rapid exchange port must be used.

Event description:
It was reported that the balloon separated from the shaft during the procedure. The balloon remained on the guidewire and as such the complete unit was removed. There was no pt injury.